Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference 3005188751-2016-00063, 9680001-2016-00071, 2030404-2016-00040. Two hours after the transseptal puncture, a pericardial effusion was noted. The effusion was confirmed by ultrasound; however, it is unknown what device attributed to the effusion. A pericardiocentesis was performed and the patient was in stable condition. There were no performance issues with any sjm device.